Manufacturer narrative:
The event for broken was confirmed. It should be noted that the part number is unknown, as only the bottom of the device was received. The device was returned torn and damaged, with the bottom piece cut from the od to the ID. Also a piece of the device is missing. The cause is undetermined. As for the healing disorder, complaint could not be confirmed as the root cause of the event could not be determined from the information available. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. A most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder rotator cuff surgery on (B)(6) 2021 while retrieving the working cannula out of the patient the bottom part ripped off and remained inside the patient. It was further reported that in another practice it was found that the patient had wound healing disorder and a small plastic component was retrieved out of the patient. However as the patient had further issues an additional shoulder arthroscopy was performed on (B)(6) 2021 and the bottom part of the working cannula was retrieved. The customer was not able to confirm which cannula was affected it was either ar-6592-06-20 or ar-6592-06-30.